Manufacturer narrative:
Summary: the complaint is confirmed for the returned roi-c plate (pn mc1005t) for the failure of damaged. Medical records were not provided for review. The plate was confirmed to have deformation marks. The root cause was unable to be determined. Per the DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that an roi-c plate was deformed/bent during installation in surgery. It was removed and replaced with another plate to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
(B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an roi-c plate was deformed/bent during installation in surgery. It was removed and replaced with another plate to complete the procedure. There were no reported patient impacts.